Event description:
It was reported that the patient was admitted on (B)(6) 2026 with implantable cardioverter defibrillator (ICD) shocks for ventricular tachycardia. The patient was started on mexiletine. An echocardiogram a left ventricular end-diastolic dimension of 4.9 cm and right ventricle moderately to severely reduced in function. There were no ventricular assist device (vad) speed changes made at the time. The patient was deemed stable for discharge on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.